Event description:
Per information provided: (B)(6) 2012 ¿ patient was diagnosed with two recurrent abdominal wall incisional hernia at supraumbilical and infraumbilical area thereby underwent open repair with implant of two bard flat mesh (device #1 and #2). Per operative notes, ¿the defect was noted in the edge of the mesh from previous repair. The sac was cleared and sutured. The bard flat mesh (device #1) was placed over the repaired area and sutured. Inferior to the umbilicus, a large defect was noted and removed. The defect was covered with bard flat mesh (device #2) and secured with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent hernia and infected mesh thereby underwent open repair with drainage of abscess and removal of mesh (device #1). Per operative notes, ¿the mesh (device #1) in supraumbilical and infraumbilical was covered with inflammatory scar tissue. The supraumbilical mesh (device #1) and adhesions were removed and sutured. The abscess cavity was excised, and mesh (device #2) was left intact¿ (B)(6) 2017 - patient was diagnosed with chronic infected mesh and recurrent incisional hernia thereby underwent open repair with removal of abdominal wall mesh (device #2). Per operative notes, ¿the recurrent ventral hernia was sutured, and previously placed mesh (device #2) was removed.¿ (B)(6) 2017 - patient was diagnosed with small bowel obstruction with recurrent incisional hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the hernia sac was identified and seen adherent to the subcutaneous tissue and lysed. The hernia was freed. Several small hernias with sac were noted and sutured. Several remanent pieces mesh was excised, and synthetic mesh was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. This emdr was submitted to represent the bard flat mesh (device #2). An additional supplemental emdr submitted to represent the bard flat mesh. (Device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.